Event description:
Tubing falling apart. The spin collar has become separated from the tubing when it is disconnected from the patient, the collar has come off prior to being connected, and also during infusion. This matter has been previously reported to the manufacturer.